Manufacturer narrative:
PMA/510(k) number = k122796. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an interventional procedure of the left lower extremity for limb salvage, involving a male patient approximately 80 years of age, a cxi support catheter separated at the hub and subsequently separated into several pieces upon removal. Pedal access was obtained behind the ankle bone and another manufacturer's wire was used. The patient's anatomy was reportedly very calcified. While backing the catheter off the wire by pulling on the hub, the hub separated from the sheath. Resistance was reported upon removal of the device. There was no blood loss. The fitting was not attached to another device at the time of separation. A "kelly clamp" was used to pull the catheter back to maintain access with the other manufacturer's wire. Reportedly, while forcefully pulling the catheter with the clamp, the catheter broke into several pieces. No portion of the device was left in the patient. Some of the pieces were discarded in the procedure room. This event is reported under patient identifier (B)(6). During the same procedure, another cxi support catheter was used in the pedal access site. Once the device was removed and flushed, it was noted that the device was leaking near the hub. It is unknown if the leak was at the hub or in the sheath material. This event is reported under patient identifier (B)(6). The procedure continued without incident with a third catheter and second wire; however, the procedure was overall aborted as the intervention was unsuccessful. The lesion was unable to be crossed due to the patient's disease progression.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. Reviews of the complaint history, device history record, drawing, instruction for use (IFU), manufacturer¿s instructions, quality control procedures, and a functional test & visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one used cxi-2.3-14-135-ang2 catheter was returned for investigation. The strain relief was removed to examine the shaft bug bond. Upon removing the strain relief, it was noted that the shaft was torn and twisted at the hub. A leak test was also performed, and leakage was noted from the tear. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It also should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states ¿this product is intended for use by physicians trained and experienced in small vessel access and interventional procedures. Standard techniques for placement of percutaneous catheters should be employed.¿ it goes on to say ¿catheter manipulation should only occur under fluoroscopy¿the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction¿ this catheter should only be used by physicians qualified to perform percutaneous vascular interventions.¿ based on the information provided and the examination of the returned product, investigation has concluded that this event cannot be traced to the device, but to the patient¿s condition and the overall procedure. Reportedly, the patient¿s anatomy was very calcified, and the physician was ¿forcefully pulling the catheter¿ with another device. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.